Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the ventricular lead exhibited low impedance, poor sensing and high thresholds. An insulation abrasion was noted. The lead was explanted and replaced.